Event description:
The customer reported that the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage cable assembly. The system was tested and found to be working as intended and put back in service.